Manufacturer narrative:
Corrected data: h6. Health effects; corrected.

Event description:
It was reported that the pump downstream occlusion sensor was bubbled. Patient involvement unknown.

Manufacturer narrative:
Other, other text: b3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.